Event description:
Consumer states she was going up a ramp with an inch lip at the top and the consumer popped a wheelie and flipped the chair. Consumer states she was going towards a street and there was a lip where she was crossing and she popped another wheelie and fell out of the chair. Consumer states a good samaritan tried helping her up and pulled her arm and because she has muscular dystrophy, she was sore from him pulling her arm but at no fault of the chair. Consumer advised that she consciously popped a wheelie both times and there was nothing wrong with the chair. No additional information provided.